Event description:
Patient was revised due to loss of fracture reduction. (B)(6) clinic study.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed with the provided x-rays. The device was not returned for evaluation. Within the adverse event and the anamnesis attached it¿s not clear if or how the cut out happened and if it was product related. Statement medical expert: ¿the x-rays that have been submitted show a massive sintering of the fragments, but they don¿t show any signs of cut out.¿ [original statement] the op tech omega3 system compression hip screw(ref# (B)(4)) was reviewed: relative contraindications [¿] ¿obesity: an obese patient can produce loads on the implant that can lead to failure of the fixation of the device or to failure of the device itself.¿ [¿] ¿any mental or neuromuscular disorder which would create an unacceptable risk of fixation failure or complications in postoperative care.¿ [¿] ¿see package insert for a complete list of potential adverse effects and contraindications. The surgeon must discuss all relevant risks, including the finite lifetime of the device, with the patient, when necessary.¿ [original statement] due to lack of details in the information provided it is difficult to make any conclusions on what has caused the loss of fracture reduction. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
Patient was revised due to loss of fracture reduction. Pangonarthrose right clinic study.